Event description:
A baxter sales rep reported the following in 2008: the customer reported that while using one (1) unit of elcam four way standard bore stopcock to administer levophed to a pt on two days earlier, the set cracked and leaked. It is unk when this occurred or the quantity of drug that leaked; however, this resulted in a blood pressure drop. During a follow-up call with the facility's director of critical care svcs on original date, she stated that it is unk where the leak is coming from or if the set is indeed cracked. The director also stated that this occurred a total of three times with the same pt (pt in room 2 with nurse a). The other two incidents occurred on the day before. The first leak on that date occurred while administering diprivan and the second leak occurred while administering dobutrex; however, no pt reaction was reported with these two incidents. No additional info is available.

Manufacturer narrative:
Although the customer originally indicated the sample was available and was sent a sample retrieval kit, the risk mgmt dept has indicated that the sample will not be made available to baxter.